Event description:
After the hooks deployed, the jacket separated. The physician was able to deploy the graft despite the separation. Contralateral wire caught on hooks upon jacket retraction. Guide catheter used to facilitate removel of the wire. Stents used bi-laterally. The balloon did not retract when the balloon grip was retracted.